Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: the hub detached too when removing the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: the hub detached too when removing the shield.